Event description:
On (B)(6) 2011, pt reported a leak in the insulin cartridge and the cartridge compartment on his infusion device. Pt stated, he first noticed the leak upon inserting a new insulin cartridge and attaching it to the piston rod. Pt reported when this occurred, a large amount of insulin spilled in the cartridge compartment. Pt stated, he did not recall any visible damage to the cartridge. Pt discarded the alleged insulin cartridge. Assisted pt with programming and setting up his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion device for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.